Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore&#59397;excluder&#59393;aaa endoprostheses. The proximal portion of the trunk ipsilateral leg component was first deployed just below the lowest left renal artery. The ipsilateral leg of the trunk device was then deployed as pushed up by 1.5cm with intention of keep the patency of the right internal iliac artery. However, the post deployment angiography showed the coverage of the left renal artery by the proximal portion of the trunk. The physician reportedly believes the cause of the unintentional movement of the trunk device was under sizing of the device in relation to the actual proximal neck diameter. It was reported that the patient had a renal disease, and the preoperative measurement was not performed. Although the left renal artery was completely covered by the trunk device, a proximal type I endoleak was observed and a sufficient flow into the left renal artery was observed due to the endoleak. An aortic extender component was implanted just above the flow divider of the trunk to repair the proximal type I endoleak while preserving sufficient leak to supply flow into the left renal artery. The final angiography confirmed a flow into the left renal artery and no communication to the aneurysm sac. The procedure was concluded without any other issues, and the patient tolerated the procedure.